Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was further reported that the right ventricular (rv) lead exhibited fracture, high undefined impedance, over-sensing and noise. The rv lead was capped and replaced by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.